Event description:
The following was reported by codman to natus on 31may2018: "as reported by the ous affiliate, an eds iii was leaking at the 3 way stop cock. Another was used to complete the procedure. There were no reports of delay or patient harm." This is not a revision of one or more implants. Patient is not part of a clinical trial. Patient information: no information.

Manufacturer narrative:
Additional information 31july2018: 18june2018: 2nd attempt for complaint sample. 01july2018: per rep, no sample is being returned as the sample is still implanted. Action closed, investigator notified. Natus completed their investigation on 31july2018. Investigation results are as follows: investigation summary: as reported by the ous affiliate, an eds iii was leaking at the 3 way stop cock. Another was used to complete the procedure. There were no reports of delay or patient harm. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. A review of complaint records for the previous 12 months did not identify any confirmed similar complaints for this lot and product code combination. The most recent complaint and smt presentation was reviewed and did not show that this product family exceeded its upper control limit for complaints. Trends will be monitored for this or similar complaints. Investigation methods/evaluation results: complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Root cause category-undetermined : insufficient information failure code-codman : product analysis : device not returned root cause description-complaint sample was not returned to codman and no lot number information has been provided, therefore an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Is further corrective & preventative actions proposed? No document rationale for no corrective action-no corrective action required based on the above evaluation. Trends will be monitored for this or similar complaints. This complaint is now deemed closed.